Event description:
During a laparoscopic sigmoid resection procedure, a covidien eea2535 stapler failed to create a staple resulting in a failed anastomosis of the tissue. This caused feces to leak from the patient and resulted in the patient to be under anesthesia for a longer period of time with a potential surgical complication or infection following the surgery. The surgeon had to remove more bowel from the patient and redo the anastomosis with an ethicon product stapler.